Event description:
During procedure, the spineology instrument, ref: ut 20039, had a small portion of metal break off and become retained in the disc space. The physician noticed it and attempted to retrieve it but was unsuccessful. The only way he could retrieve it would be a new lateral approach, which would provide more risk than benefit per the physician. Physician does not expect it to cause any issues. Manufacturer response for articulating curette, (brand not provided) (per site reporter). Returned in person to spineology representative.